Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the consumer states that after wearing contact lenses, consumer experienced goopy left eye, secreting discharge and pinkish eye during morning and night. The customer sought medical attention, and despite taking antibiotics, symptoms are continuing, and they worsen in the late night and early morning. Additionally, it was reported that consumer is having issues with had issues with 15 to 20 lenses. The current states of consumer eye is symptoms continuing and symptoms get worst during late night and morning. Additional information has been requested but not yet received.